Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the stapler revealed the thumb pusher was detached. No single use loading unit (sulu) was received. Functional evaluation of the instrument and loading unit was conducted by reattaching the firing knob. A test sulu was then loaded into the instrument. The instrument and test sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged firing knob condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on right colon anastomosis during a laparoscopic right colectomy, after firing, the b lack firing trigger fell off outside the patient¿s cavity. A new device was opened and used for the second firing and the case was completed. There was no patient injury.